Event description:
A patient with a white, hypermature cataract and a history of keratoconus and collagen crosslinking underwent cataract surgery in the right eye. The miloop lens fragmentation device was used to section the cataract and two cuts were made. The miloop was properly oriented and well centered; however, the device did not fully circumnavigate the lens. When attempting to rotate the miloop and sweep, pressure was inadvertently applied to the edge of the lens, causing pressure and lens tilt on the opposite side. The surgeon proceeded to begin lens removal using the micor lens fragmentation system and the lens separated into two halves. While working on one half, the other lens segment was floating on the opposite side and immediately dropped into the posterior chamber. The surgeon continued removing the remaining lens segment using micor which was completed successfully. The surgeon then converted to phacoemulsification to perform an anterior vitrectomy and implanted a 3-piece intraocular lens in the sulcus. The nucleus remnant was left in the vitreous cavity and the patient was referred to a retina specialist. The surgeon stated that as pressure was applied during the miloop portion of the surgery, the zonules stretched, potentially compromising the integrity of the capsular bag which allowed vitreous prolapse and subsequent lens drop during micor. Patient follow-up information is being requested from the physician's office.

Manufacturer narrative:
The micor extractor was discarded by the customer at the time of the event and is not available for evaluation. No device identifiers are available at this time. The patient's preexisting condition of a white, hypermature cataract likely predisposed the event. According to jaiswal, et al. (2024), "literature suggests that in cases of white cataract especially of intumescent type, the anterior chamber depth is often shallow, due to white bulging lens with raised intralenticular pressure, and lens thickness usually gets increased, which results in restricted surgical maneuverability during phacoemulsification, leading to damage to ocular structures. In white cataract, the posterior capsule may be thinned out and stretched by the expanded lens cortex. As a result, posterior capsule is weak and flaccid with increased laxity of capsule and its bag due to diffuse zonulopathy, which makes it prone for rupture during phacoemulsification, especially during nuclear fragmentation. Moreover, there is an absence of epinuclear cushion protecting the posterior capsule in these cases. Therefore, there is a high risk of posterior capsular rent and zonular dialysis in white mature cataract." [Jaiswal k, rathi r, jain a, gaur a, nema n. Visual outcome and complications in white mature cataracts after phacoemulsification. Middle east afr j ophthalmol. 2023;30:129-35.]. The device labeling identifies capsular rupture as an inherent safety risk. Manufacturer's reference#: (B)(4).